Event description:
A (B)(6) female with past medical history of recently diagnosed non-small cell lung cancer admitted to (B)(6) medical center on (B)(6) 2011 for frequent falls at home. Patient is receiving mediastinal radiation therapy with a curative intent. Patient fell out of bed with no obvious injuries on the day that she was admitted. The falls are non-syncopal in nature.